Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Reportedly, the customer attributed the low to delivering too much insulin through manual injection, in addition to delivering a bolus with the pump. The customer acknowledged the user error and consumed juice to treat bg level.